Event description:
Secondary fuse f3 blew. Upon investigation on customer site the reported problem could not be reproduced. Note: the complaint has been internally initiated after review of investigation report #50073 prepared by the manufacturer.